Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that metal powder from an ophthalmic viscoelastic was found in the eye after a cataract¿vitrectomy combination surgery, and it had not been noticed during the procedure. The surgeon suspected that the viscoelastic had not been completely removed during surgery. There was no patient impact, and no re operation was scheduled.